Event description:
It was reported on 09/09/2015 that a physician's device would not interrogate multiple patients' devices. A hard reset was performed but error messages continued. Further information clarified that the issue was with hand held device and not the wand. The wand was able to interrogate successfully with patients and demo. The issue with the hand held communication was occurring on patients and demo generators and no patients were affected. The sales representative stated that an error message on the handheld comes up when interrogating and the green bar during interrogation will never complete. The hand held is expected to return for analysis but has not been received to date.

Event description:
The handheld, (with ac adapter and serial cable) and software were received for analysis on (B)(4) 2015. Product analysis for the hand held was completed and approved on (B)(6) 2015. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The hhd was received with an ac adapter, serial cable, v8.1 flashcard, and with the main battery depleted. Product analysis for the software was completed and approved on (B)(6) 2015. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.